Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on an unknown date (few years ago), patient underwent an unknown endovascular procedure utilizing a gore® excluder® conformable aaa endoprosthesis. On (B)(6) 2025, the patient underwent a reintervention for a type 2 endoleak. It is not known if there was aneurysm growth or not. Physician coil embolized the lumbar artery and it is during the procedure, they found that the proximal end of the stent graft had a stent fracture. Physician did not treat it as it wasn't causing an issue. Cause of stent fracture is unknown and physician would not have seen it if he wasn't doing a type 2 endoleak repair. After the procedure ended successfully, physician plans to do a follow up CT at some point to check on the endoleak.

Manufacturer narrative:
C20: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. IFU statements: the conformable excluder device instructions for use (IFU) were reviewed with respect to the complaint detail for the applicable region and time period, and the following IFU statements were identified in relation to the reported endoleak. Defects and adverse events: possible defects and adverse events include the following: endoleak. Imaging evaluation summary: the imaging evaluation performed by a clinical imaging specialist showed the following: ¿ four time points available for evaluation: post-implantation cta¿s dated (B)(6)2024, and (B)(6)2025. ¿ cta images on (B)(6)2024 show: o there is a wire fracture at the level of the proximal end of the gore® excluder® conformable aaa endoprosthesis. O axial imaging shows contrast pooling in the posterior aneurysm sac, communicating with contrast in a lumbar artery. There is increased amounts of pooling contrast in the sac on the delayed contrast image series. Thereby, confirming a type ii endoleak. O there appears to be contrast throughout the aneurysm sac on the delayed contrast series imaging. ¿ cta images on (B)(6)2024 show: o there is a confirmed wire fracture at the proximal end of the gore® excluder® conformable aaa endoprosthesis. O axial images show metallic densities within the abdomen which is suggestive of embolization materials. O cannot confirm if there is or is not contrast within the distal abdominal aortic aneurysm sac on this time point and all subsequent time points due to heavy artifact. ¿ cta images on (B)(6)2024 show: o wire fracture is still confirmed on this time point. O comparison axial image series on this time point show more disbursed and increased contrast pooling in the delayed contrast image set. O due to the embolizations completed at the lumbar artery(s), there appears to be contrast in the ima on the arterial contrast image set, which is suggestive of a type ii endoleak involving the ima. ¿ cta images on (B)(6)2025 show: o lateral 3d image again demonstrates the wire fracture at the proximal end of the gore® excluder® conformable aaa endoprosthesis. O comparison series images still confirm a type ii endoleak post embolization of lumbar arteries. O the delayed contrast series shows disbursed contrast throughout the sac and contrast in the ima communicating with the sac. O type ii endoleak involving the ima is confirmed. ¿ since there is a type ii endoleak identified involving the ima, a second look is taken of the cta series imaging for the (B)(6)2024 time points. O on (B)(6)2024: due to scan timing, contrast is not seen in the sac near the ima, on this time-point on the arterial contrast series. However, on the delayed contrast series, contrast is disbursed throughout the aneurysm sac. This shows a probable type ii endoleak involving the ima was also present on this time-point. O on (B)(6)2024: o contrast is visualized in the ima on the arterial and delayed contrast series on this time-point. O contrast is seen pooling in the sac on the delayed contrast image set. O so, even after embolization of the lumbar artery(s), contrast is still observed in the sac on the delayed contrast series which indicates a type ii endoleak. ¿ maximum aneurysm diameters appear to be: o (B)(6)2024 - 58.9mm x 61.3mm. O (B)(6)2024 ¿ 59.3mm x 61.2mm. O (B)(6)2024 ¿ 60.3mm x 61.0mm. O (B)(6)2025 ¿ 59.8mm x 60.9mm. O there appears to be very little change in the size of the abdominal aortic aneurysm sac between the time-points in this evaluation. - upon further review, the wire, previously referred to as a ¿fractured wire¿ is a proximal device anchor. No wire fracture is identified.